Event description:
It was reported that prior to use, "impossible to connect the syringe with the blue cuff, therefore impossible to use." No patient I involvement. The issue was resolved by using a new device of the same brand. No impact to the patient.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. With no original sample returned for investigation, a representative sample was retrieved from production lot for simulation purpose. Visual inspection was conducted on the production representative sample and no obvious defects were identified. The cuff pressure of the production representative sample was then inflated to 25mbar by using calibrated endotesta. No abnormality was observed when connecting the endotesta to the inflation valve. The complaint was unable to be further investigated and the root cause could not be determined due to no sample returned. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use, "impossible to connect the syringe with the blue cuff, therefore impossible to use." No patient involvement. The issue was resolved by using a new device of the same brand. No impact to the patient.

Event description:
It was reported that prior to use, "impossible to connect the syringe with the blue cuff, therefore impossible to use." No patient I nvolvement. The issue was resolved by using a new device of the same brand. No impact to the patient.

Manufacturer narrative:
(B)(4). The reported complaint of 'impossible to connect the syringe with the blue cuff could not be confirmed based upon the sample received. The bespak valve able to connect with syringe. As part of functional inspection, the bronchial tube was connected and was inflated using calibrated endotesta for both clear and blue cuff and the cuffs were able to maintain pressure at 25mbar. A device history record review was performed, and no relevant findings were identified. The probable cause of this complaint issue could not be determined as there is no failure found from the returned sample. Teleflex will continue to monitor and trend on complaints of this nature.